Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered an error 32056 on arm 3. The user had already performed a power cycle, but the issue persisted. Since the system was on-site, tse reviewed the logs and identified issues related to the universal surgical manipulator (usm). Tse informed the user that the issue was due to a misalignment of the carriage position, which the user confirmed was not aligned with the other arms. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.